Event description:
An IV pole loaded with 2 quad alaris pumps, 4 syringe pumps, and multiple IV fluid containers fell over and toppled towards the patient during transport from CT scanner to picu. The patient was ventilated and critically ill. One femoral vascular access device was fractured and the right internal jugular vascular access device was traumatically removed resulting in the loss of blood and interruption of life-sustaining fluids and medications. The line was reinserted on unit, and patient successfully resuscitated and stabilized.the pole manufacturer makes no specific recommendations regarding weight limits or use. Total weight of IV pole was 98 pounds.====================== health professional's impression======================IV pole tipped and toppled toward the patient, fracturing the femoral vascular access device and the internal vascular access device was traumatically removed resulting in loss of blood and interruption of life-sustaining fluid and cytotoxic medications.there were two alaris pumps at bottom of pole and four syringe pumps at the top of the pole. The wheels on the IV pole went sideways and the pole tipped over.